Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced a fall and hit their left shoulder on the way to slipping to the floor. Afterwards, intermittent capture at high outputs was noted on the right ventricular (rv) lead. The patient was checked in the device clinic the following day and all numbers were within normal limits. The rv lead remains in use. No further patient complications have been reported as a result of this event.